Event description:
The customer reported that the insulin pump alarmed several times. The blood glucose reading was 92mg/dl. Assisted the caller to run the self test and passed. The customer stated that the batteries were out of the device greater than the duration allowed by the insulin pump. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and followed by constant tone due to a faulty component on the interface board. Unable to confirm the error alarms due to the frozen display.